Event description:
An eye care practitioner reported that a female pt experienced a corneal ulcer with unspecified medical intervention associated with wear of o2optix contact lenses. Several requests for add'l info have been made, however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.